Manufacturer narrative:
The investigation into the delivery issues and the optical signal issue issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. Case image confirms the swan-pump entanglement. The root cause of the positioning issue was most likely use related as the pump fell out of position as the sheath was being peeled away and the repo advanced; the pump then became tangled in the leave in swan. The pump was unable to be repositioned because it was tangled in the swan and had to be fully explanted and reinserted. It was reported that the cannula was kinked which likely occurred during the positioning issues. The root cause of the placement signal issue was not determined since the product and the data logs were not returned. "Do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation."

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. D10 concomitant medical products and therapy dates updated. F6 and f8 should have been left blank in the initial report. G1 reporting contact email and reporting contact fax number updated.

Event description:
The complainant also reported that the patient was transported to the intensive care unit for recovery. During transport, a placement signal not reliable alarm occurred with a message reading flow calculations disabled. The alarm self-resolved.

Event description:
The user facility reported a 39-year-old male with cardiomyopathy was implanted with an impella rp flex device for mechanical circulatory support. The impella device became entangled with another device and was unable to be repositioned without removing the impella device. The procedure was started over and the impella device was successfully placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.